Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013 and the lens was explanted on (B)(6) 2014 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. (B)(4).

Manufacturer narrative:
Method: work order search & medical review. Results: visual inspection of the returned product found no visible damage and the lens was returned dry. A lens work order search revealed there were no similar complaints within the workorder. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).